Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "anxiety due to biocell recall" and "lumps and pain on mostly left side". Healthcare professional later reported right side capsular contracture baker grade iii" as well as right side "textured to smooth due to concern with the product." Device remains implanted.